Event description:
Customer complains that the connector is too loose on the tube.

Manufacturer narrative:
This report was sent to the FDA in error. The product is not sold in the us. However, evaluation of 50 returned units from the same lot revealed the product was within specification. All units tested passed the pull force specification. Labeling instructs, "ensure that connector is firmly seated." It appears the customer did not fully seat the connector prior to use. This is a technique problem not a product problem.